Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
A consumer implanted for spinal pain reported via the manufacturer's representative (rep) the device had normally reached the elective replacement indicator (eri), but the implantable neurostimulator (ins) was still working fine. It was noted that a week prior to (B)(6) 2016 the consumer fell straight back onto the ins which was when they started experiencing a clawing/painful sensation at the ins site. On (B)(6) 2016 the consumer reported the "clawing"/painful sensation at the implant neurostimulator (ins) site was worsening (even with stimulation off), and they weren't feeling stimulation. An x-ray was performed and compared to a previous x-ray which according to the healthcare provider (hcp), showed the leads looked fine and the ins wasn't flipped. On (B)(6) 2016 the ins was going to be replaced due to the pain, but instead the entire system was explanted. It was noted the consumer had a neck tumor, and the neurosurgeon working with them wanted the entire system removed before going forward with investigating the neck tumor any further.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly as the battery had reached normal end of life. Analysis of the leads found no anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.